Event description:
It was reported that the pump this inflatable penile prosthesis (ipp) did not reinflate after squeezing it. A revision surgery was performed, upon examination the reservoir was found to be empty which indicated fluid leakage at an unspecified location. The reservoir was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.